Event description:
Pt underwent posterior fixation procedure lf-s1 on 6/3/93. On 3/24/94 pt underwent revision surgery replacing right sided instrumentation at l4 to s1 with right iliac crest graft. Rods were removed and screws retained. There was no evidence of fusion mass around l4. L5-s1 segment secured by large fusion mass, but no fusion over transverse processes. Left s1 screw removed and at no point was it found to touch the spinal canal. L5 nerve root may have been in contact with the s1 screw. L5-s1 appeared solidly arthrodesed on the left.